Event description:
Last measurement lv capture threshold measurement above range 3.0v@ 1.20 ms, programmed amplitude 3.0 v@ 1.20 ms no capture threshold measurement since (B)(6) 2022 high lv threshold on (B)(6) 2022. Possible high lv threshold on (B)(6) 2023. Possible one beat of non-capture on lv lead (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).